Event description:
The reporter states that the lancet does not retract back into the lancet device. The reporter did not confirm if the lancet did not retract before or after firing the lancet device. No reported actions taken. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.

Manufacturer narrative:
Returned lancet device could not be tested, due to the ejection sleeve no longer being attached to the device. Unable to determine if lancet retracts properly.